Manufacturer narrative:
The customer indicated that the device was discarded. A lot number was identified.

Event description:
Report rec'd from an international affiliate (another country) of a tubing disconnection and leak of a chemotherapeutic agent. The report reads: "on unit c3, oncology unit, a primary clave set 11961 disconnected from extension set (ICU medical product). The infusion was in progress for 18 hrs before the disconnection occurred. The rate of infusion was 24cc/hr. The drug infusing was cisplatin. The extension set was connected to the pt's hickman line. The disconnection was noted when drug fluid was found on the pt's sheets and floor. The pt did not sustain an injury; however, the nurse who cleaned up the chemo spill was submitted to occupational health. The consequence of the disconnection was that a pt missed 3 hrs of a 24 hour infusion. After discussion with the pharmacy, it was decided that the missing dose was going to be added to the next dose." Though requested, no add'l info was provided.